Manufacturer narrative:
Per tandem's t:slim user guide, "do not remove the cartridge during the load process until prompted on the t:slim pump screen." The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. The customer admitted to removing cartridge early therefor, not following the on-screen instructions. Customer's blood glucose level was not impacted. It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.